Event description:
We believe there is problem with this particular box of sutures used. There have been 8 pts with reported infections which we believe all had superficial sutures from the same box of sutures. The surgery dates range from (B)(6) 2015. Superficial suture used in parathyroid/thyroid surgery. Event abated after use stopped or dose reduced? Yes.